Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during implant of ra lead, the first attempt wasn't sufficient as no clear lesion was seen, while the helix was visibly extended. It was noted that the helix wasn't fully retracted when guiding through the ra. The cardiologist did manage to get the helix back in but needed around 20 counterclock wise rotations. Upon finding a second spot; the physician was not able to get the helix to extend again. A j-stylet was inserted (20-30 rotations were used). When straightening the lead, the helix did retract. Subsequently, the physician doubted the integrity of this lead and it was removed. Once removed it was noted that the helix did not react when attempted. A new lead was placed successfully. No adverse patient effects were reported.